Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported she visited the emergency room with a high blood glucose of 620 mg/dl and ketoacidosis. The customer stated she kept trying to deliver boluses but her blood glucose failed to descend. She was wearing the insulin pump at the time of the emergency room visit. The customer also had received no delivery alarms prior to her high blood glucose, but she declined to troubleshoot. Nothing further reported.